Event description:
An office manager reported a pt with poor near vision one month following multifocal intraocular lens (iol) implant. The pt is giving the lens sometime and is seeking a second opinion. Additional info has been requested.

Manufacturer narrative:
(B)(4). Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one similar complaint reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).